Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was analyzed. High resistance/impedance was noted as s2d file (B)(4) data shows ventricular lead alert time on (B)(4)-2012 6:28 am, on v lead serial # = (B)(4) (competitor lead) the ventricular impedance at implant was 531 ohms. Ventricular lifetime impedance max/min = open/266 ohms.

Event description:
It was reported that after implant, there were spikes with no conduction. The device was explanted and replaced. No patient complications have been reported as a result of this event.